Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads and broken reservoir tube.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 465 mg/dl. The customer has treated their blood glucose with a manual injection. Customer also reported insulin was squirting out of their insulin pump. Troubleshooting found the customer's drive support cap was protruded. Customer did not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.